Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed error 2, 3, 4 and 5 messages. These complaints were classified based on the customer care advocate (cca) documentation. The patient stated that the error messages first appeared on an unspecified date during (B)(6) 2015. The patient manages their diabetes with an unspecified dosage of insulin per day and did not make any adjustments to their normal diabetes management routine as a result of the alleged product issues. An unknown period of time after the product issues began the patient stated that they experienced symptoms of "shaking and extreme hunger." In response to these symptoms the patient went to the emergency room (e.r) where they were treated by a healthcare professional (hcp). The hcp gave the patient insulin (dosage unspecified) and also measured the patient's blood glucose using an unknown e.r device. The result which was obtained could not be recalled by the patient at this time, however. At the time of troubleshooting the cca walked the patient through a re-test and the issues remained unresolved. The patient&#38112;products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.the retain test strips passed all testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.